Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of surgical research. 2001; 99: 33¿39. Doi: 10.1006/jsre.2001.6093.

Event description:
It was reported via journal article: title: ventral incisional hernia recurrence. Authors: john l. Clark, m.d. Citation: journal of surgical research. 2001; 99: 33¿39. Doi: 10.1006/jsre.2001.6093. During the period of october 1993 to december 1996, a total of 28 patients (age range: 37 to 78 years old) were operated on by the author for primary or recurrent ventral incisional hernia (vih) and were included in the study. Small incisional ventral hernias in which the edges of the fascial defect easily approximated without tension were closed with interrupted ethibond 0 sutures (ethicon). The rim of the aponeurotic defect was debrided back to normal-appearing fascia. Stitches were placed between 1 and 2 cm back from the fascial edge. Larger hernia defects were closed using an inlay of prolene mesh (ethicon) which was sewn in place, in all but three cases, with interrupted ethibond 0 sutures (ethicon). Reported complications included skin hyperemia (n-3), recurrence of the ventral incisional hernia (n-6), failed recurrent ventral incisional hernia repair (n-5), and diffuse erythema of the skin overlying the mesh (n-1) which required intravenous antibiotics. Patients with vih frequently recur despite the use of mesh, avoidance of contamination, low infection rate, and a consistent technique of primary closure or interrupted suturing of polypropylene mesh as an inlay sewn to the aponeurotic rim of the fascial defect.